Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. Customer's current blood glucose was 363 mg/dl. Customer treated their blood glucose with a bolus. Customer stated the bolus was ineffective at lowering their blood glucose. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting did not find any leaks or airbubbles on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.